Event description:
According to the customer, an elevated accu tni result from access 2 was found to be discordant with a second acc tni result from a different analyzer (different methodology). A sample from a patient was tested for ck, ckmb and accu tni. The ck and ckmb results were normal, but the accu tni result was elevated. The initial accu tni result was 4.2 ng/ml and on the rerun of the sample the result was 4.1 ng/ml. The patient has a history of elevated accu tni with normal ck and ckmb. The 4.2 ng/ml for accu tni was reported to the physician. The patient was transferred to another facility for treatment. While at this facility, the second sample was collected and tested for accu tni. The acc tni test result from their dade dimension chemistry analyzer was negative for troponin.